Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On the evening of (B)(6) 2025, the patient was at home when she began experiencing generalized achiness, severe fatigue, and a sensation that her body was "blowing up" after the sensor was put on the arm., she reported difficulty walking and felt as though her body was about to "shut down." Due to her worsening condition, her husband brought her to a hospital. The patient mentioned receiving an inaccurate glucose reading from her dexcom cgm device prior to admission, although she could not recall the exact value. Upon arrival at the hospital, her blood glucose (bg) was recorded at 900 mg/dl, and an insulin drip was initiated. While the patient could not remember the specific dosage, she recalled that her bg eventually decreased to approximately 600 mg/dl. The dexcom cgm sensor was removed upon arrival at the hospital, and the device was not worn during her hospital stay. As a result, no comparison could be made between the sensor's glucose readings and the hospital's bg measurements, including the reading of 600 mg/dl. The patient also reported abdominal pain during this episode. She was admitted for four days for close monitoring of both abdominal pain and elevated blood glucose levels. She was discharged on saturday, (B)(6) 2025, with no new medications prescribed, continuing her existing insulin therapy via the omnipod 5 insulin pump. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.